Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the event include the patient's past medical history of ischemic cardiomyopathy and his recent history of hypovolemic episodes (potentially related to hvad positional issues). There are patient and possible procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient with frequent angina was admitted overnight with chest pain. The next morning at around 9:30am the patient's bedside nurse noted that the patient was having continuous suction events which was confirmed by the vad coordinator. At 9:42am, the patient began having runs of ventricular tachycardia with a mean arterial pressure of 59mmhg during these episodes. The patient's hvad speed was decreased from 2720rpm to 2520rpm and he was treated with a normal saline bolus. These measures resulted in the resolution of the continuous suction with occasional ectopic beats still seen. A preliminary review of the controller log files revealed a decrease in the system's pulsatility that had started at 3:30am that morning. The patient remains in the stepdown unit in stable condition.  The site reported that they felt that the arrhythmia events were related to the device suction and to the patient's hypovolemic state.